Event description:
The following was reported to hamilton medical ag: functional tests are performed and when calibrating flow sensor removes the alarm no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).